Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have teflon pad damage. The teflon pad is split down the middle of the teflon pad. The instrument was compared to an in-house golden harmonic ace and there is a possibility of missing material. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted procedure, the harmonic ace instrument got stuck in the arm. There was no report of patient harm. Procedure was completed. Intuitive surgical, inc. (Isi) followed up and obtained additional information. It was confirmed the procedure was completed with no patient harm. No other information was available.